Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. The product was not returned for investigation; however, a provided picture was reviewed. The image reveals a bearing worn to the point of fracture, confirming the reported event. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Radiographs were provided and reviewed by a radiologist. Five views left knee demonstrate a medial compartment hemi-arthroplasty in place with images which show fracture of the polyethylene bearing. No loosening. No bony fracture. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 11 years and 10 months post-implantation, the patient underwent a revision due to bearing fracture. Attempts have been made and no further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxford uni femoral sm; item# 154600; lot# 2702449. Oxf uni tib tray sza lm; item# 154718; lot# 2783178. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.